Event description:
It was reported that stent dislodgement occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vessel. Following pre-dilatation with a 7mm balloon, a 7.0x40x75cm express ld vascular stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent shifted to the shaft side. The device was removed and the procedure was completed with a different stent. There were no patient complications reported.

Event description:
It was reported that stent dislodgement occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vessel. Following pre-dilatation with a 7mm balloon, a 7.0x40x75cm express ld vascular stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent shifted to the shaft side. The device was removed and the procedure was completed with a different stent. There were no patient complications reported. It was further reported that the stent moved proximally on the balloon.